Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements. Lead dislodgement or migration was suspected; therefore, a lead revision was performed. During the procedure, the lead was disconnected from the device but a stylet could not be inserted into the lead for repositioning. The lead had several kinks and blood had clotted in the lumen. The lead was severed so a stylet could be inserted and the helix was then able to be retracted from the myocardium. When attempting to pull the lead out, strong friction was encountered when the pace/sense ring area of the lead approached the subclavian vein. Additional force was applied and the lead broke. The portion of the lead from the pace/sense ring to the lead tip remained in the vascular structure in the subclavian vein. The right atrial (ra) lead and the device were also explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The explanted products were not going to be returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received. The field representative reported that the surgeon reviewed the case and determined not to retrieve the portion of lead that remained within the patient. A new system was planned to be implanted on the patient's right side, after the implant site on the left side was healed. The field representative also confirmed that the portion of explanted lead was discarded by the hospital. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.